Event description:
During service, baxter (B)(4) service personnel discovered a colleague infusion pump with failure code "810:11:00". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. It is unknown if this device has been received at this time. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Corrective data: upon further review, this is a duplicate report. Please see report 6000001-2011-16878.